Event description:
(B)(6) clinical study. In (B)(6) 2011, the 20mm x 3.00mm taxus element stent was implanted to treat an unspecified target lesion. In (B)(6) 2011, the patient died of circulatory failure.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).